Event description:
A baxter product surveillance associate contacted a homechoice peritoneal dialysis patient on (B)(4) 2010 to obtain additional information regarding an unrelated event. The patient stated the issue had been resolved, but she now had peritonitis. On (B)(6) 2010 a product surveillance associate contacted the peritoneal dialysis (pd) clinic. The pd nurse confirmed the patient did have peritonitis for which she was admitted to the hospital on (B)(6) 2010 and discharged (B)(6) 2010. The effluent results were gram negative neisseria. She was given intravenous antibiotics in the hospital (type, dose and duration unknown). The dialysis nurse felt that the patient had pets in the room during the treatments and that was the cause of the peritonitis. The patient has been retrained on this a number of times. The patient's peritonitis is ongoing, but improved. The nurse stated she did not feel the peritonitis was caused by any of baxter's products or solutions.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot number h10c26049 with no issues noted during the manufacturing process. Current labeling provides ample instructions related to prevention of the suspected use error in aseptic technique. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The handpiece was returned to the manufacturer for repair. During the repair, it was reported that the handpiece ran on its own. There were no adverse consequences associated with this event.